Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube the shield was deformed. The following information was provided by the initial reporter. The customer stated: "after opening the package, the shield was found to be deformed."

Manufacturer narrative:
Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for deformed shield was observed. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue of deformed shield was observed in twenty-seven (27) samples. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of deformed shield. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. Awareness of this complaint has been created within the business team. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time